Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination was performed on the returned flextome device. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak which was situated 6mm distal to the distal edge of the proximal markerband. No issues were noted with the balloon material that could have contributed to the complaint incident. The tip, markerbands and blades of the device were undamaged and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully attached to the balloon material. Multiple kinks were noted along the length of the hypotube. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery (rca). A 4.00mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that balloon ruptured after 2 seconds of dilation at nominal pressure in the oval-shaped calcified target lesion. The procedure was completed with a different device. No patient complications were reported.